Event description:
The facility reported a colleague infusion pump with a false air in line alarm. It is unknown when or in which care area this event occurred. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Evaluation summary: the condition of a colleague infusion pump with a false air in line alarm was confirmed in the pump's event history by a baxter service technician. This condition was caused a faulty pumphead module air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.